Manufacturer narrative:
Investigation summary a complaint of "the sample number was different" was received against instrument top bactec fx packaged material number: 441385, serial number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was set the barcode reader to read 3 times for execution, thus the issue was resolved. Instrument was found to be functional and released to the customer for regular use. This is an unconfirmed complaint, and the root cause was unable to be determined. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, there was misassociation of one patient sample number. No patient impact reported.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged, there was misassociation of one patient sample number. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.